Event description:
It was reported that bd needle eclipse safety shield broke off. The following information was provided by the initial reporter, translated from dutch to english: seven pink protective caps broke off from these needles today, with no different handling than usual. With this syringe, you can see that the plastic is lighter at the hinge of the cap and almost gives way. This one didn't feel stable either. We threw away the needles where the cap really broke off for safety reasons.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 305982 and lot number 2403004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the eclipse needle was observed with the safety shield attached with no abnormalities found. Twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility for further review. The retained samples did not show any defect in the safety mechanism and it was possible to activate all of the safety shields by following the instructions for use (IFU). Based on the investigation results, a cause related to the manufacturing process could not be determined at this time. If the affected sample becomes available for this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough analysis. The assembly process has a system which inspects all product for proper opening and activating of safety shields with any defects rejected. Each lot manufactured is tested prior to release for safety shield activation testing. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.